Event description:
On 27-feb-2026 it was reported that the user was experiencing prolonged hyperglycemia with blood glucose reported as above 400 mg/dl. On (B)(6) 2026 it was reported that the user passed away. No treatment was reported prior to death.

Manufacturer narrative:
The user died following prolonged hyperglycemia while using the ilet. This situation can result in acute metabolic decompensation and death. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately. Device data showed prolonged hyperglycemia beginning when the insulin cartridge ran out and was not replaced for approximately 15.5 hours. After cartridge replacement, hyperglycemia persisted, and an occlusion alert later went unacknowledged for approximately 3 hours. A subsequent supply change was logged, but less than 1 unit was primed, indicating the supplies may not have been fully replaced. Hyperglycemia continued until cgm signal was lost. Based on available information, persistent hyperglycemia was consistent with interrupted or ineffective insulin delivery due to running out of insulin and a likely infusion-set or fluid-pathway issue. However, because the cause of death is unknown, a causal relationship between ilet use and the reported death cannot be definitively established. If additional information becomes available, a supplemental MDR will be submitted.